Manufacturer narrative:
After the therapeutic procedure, an olympus representative visited the user facility to inspect the subject device. In the inspection, the reported phenomenon was duplicated. The subject device was returned to omsc for evaluation. In the evaluation, the reported phenomenon did not duplicate even after a burn-in test. The evaluation also confirmed there was no irregularity in the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared or had noise during a therapeutic procedure for therapeutic and the user facility replaced the subject device with a similar device. The user facility completed the procedure using the similar device. There was no patient injury associated with this report.